Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient underwent a bilateral procedure. The left eye had no complications. However, the right eye resulted in a very thin flap with some potential areas that were not fully cut. The surgeon attempted to lift the flap but was unsuccessful. Consequently, the surgery on the right eye was aborted, and it was noted that the patient interface was scratched during the procedure.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).